Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01359. It was reported both leads have migrated up several vertebrae levels and as a result the pt has partial stimulation. The pt denies any trauma or falls. F/u revealed surgical intervention was undertaken on (B)(6) 2014 and the leads were relocated back to the original location. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.